Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR's #1225714-2014-03176, 1225714-2014-03177, 1225714-2014-03178 and 1225714-2014-03179.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date and subsequently expired on (B)(6) 2008 after the use of the product.